Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's daughter reported via phone call that the insulin pump had a time/clock anomaly. The time was changing randomly. Insulin was not exiting the insulin pump. The insulin pump was not beeping every two hours, to remind her to check her blood glucose. In the alarm history off no power with a low battery and no delivery alarms were found. Customer's blood glucose level was not reported. Troubleshooting was declined. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The time and date functioned properly, and no unexpected gain/loss time anomaly or time/clock anomaly was noted. The pump passed the error test. No unexpected settings anomaly noted. The pump passed the prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump was received with normal operating currents. No unexpected off no power alarms noted. The pump passed the self test. The test minilink transmitter communicated properly with the pump. The pump beeps every two hours to remind checking blood glucose properly. No check blood glucose reminder anomaly noted. The pump was programmed with multiple boluses and basal rates and all registered properly in the daily total history and also matched properly with the units left on the status screen. The reservoir level moved properly. No reservoir level anomaly was noted. The pump was received with a cracked case at the display window corner, and minor scratches on the display window.